Event description:
A customer contacted baxter's technical service center to report having a check patient line alarm with the homechoice (hc) machine during initial drain. The home patient (hp) stated there was air in the patient line. The technical service representative (tsr) advised the hp would need to start over with new supplies. The tsr assisted the hp to end therapy. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp was unsure what caused the air in the line to occur. The hp explained that she discarded the sample and did not know the lot number. The hp then stated she changed out the entire setup and the problem was resolved. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).the problem was not confirmed. The root cause was undetermined.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.